Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. The patient was treated with ceftazidime (intraperitoneally, dose and frequency not reported) and vancomycin (intraperitoneally, dose and frequency not reported) for peritonitis. The patient recovered from peritonitis. It was unknown if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.